Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported units had a scale marking issue. To aid in the investigation, three samples were received for evaluation by our quality team. Each sample has a scale marking issue. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 301031, lot 3110630. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar event reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
(B)(4) no additional information received. The customer returned samples with a scale marking issue that were not originally reported for this complaint - they also confirmed that the samples do not pertain to any other pr. Since the awareness date of the scale marking issue was not until the samples were received, we will need a new pr for this defect. Would you please open a new pr with the awareness date of november 9th for scale marking issue?

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact device problem code: a020102 - nonstandard device.

Event description:
The customer returned samples with a scale marking issue that were not originally reported for this complaint - they also confirmed that the samples do not pertain to any other pr. Since the awareness date of the scale marking issue was not until the samples were received, we will need a new pr for this defect. Would you please open a new pr with the awareness date of november 9th for scale marking issue?